Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they replaced the pleora box to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The pleora box was returned to the manufacturer for evaluation. Testing found that, when installed in a known operational imaging system, no communication could be established. This confirmed a computer failure due to a malfunction in the pcmia ethernet port.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would enter standalone mode and would not complete startup. No additional information was provided. There was no patient present when this issue was identified.